Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Multiple attempts were performed to gather additional information related to the event and the expected device return with no response. The cause of the catheter detachment could not be definitively determined based on the information available.

Manufacturer narrative:
The device referenced in this report is expected to be returned to shockwave medical, inc but has not yet been received. Therefore, a physical examination cannot be performed at this time. An evaluation of the reported issue is being investigated and after the device is received and the investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat an unspecified lesion. It was noted that during the procedure, the tip of the catheter broke off. There was no additional information provided. Shockwave medical inc. Is attempting to obtain further details regarding the event. There was no patient sequelae reported.